Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the clave cap had fallen off so a tego connector was used to replace it. When the writer accessed the tego connector, it was extremely loose, very close to falling off. Writer re-tightened cap then preceded with medication infusion as ordered.